Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Age/date of birth: unknown/ not provided. Sex/gender: unknown/ not provided. Initial reporter phone #: (B)(6). (B)(4). The system was evaluated by a field service engineer. The field service was able to confirm the galvo error. The galvo interface board connections were cleaned and the galvo stepper was evaluated. The galvo block was replaced. A field service checklist was performed. The unit complied with all factory settings. A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a galvo error appeared at the beginning of the 1mm raster. After trying a second time, the raster reached 2mm before the error appeared again. The surgery was cancelled. No additional information was provided.